Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump intermittently powered on with the returned battery cap which was unable to be fully tightened due to damaged battery cap threads; a test battery cap was used for all testing. The display screen was observed to be dim. The battery compartment was observed to be cracked in the thread area and there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. Power reset events were observed in the black box on (B)(4) 2014 associated with clearing of alarms. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms being duplicated. A leak test showed a leak at the battery compartment crack. The pump case was removed for further investigation and there was evidence of additional moisture contamination inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent power issue. The reporter stated that the pump was rebooting immediately after a battery change and denied damage to the battery cap or compartment and moisture or corrosion in the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.